Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level was over 400 mg/dl and at the time of incident it was 226 mg/dl. The insulin pump did suspended on low sensor glucose but customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.